Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation of uterus'), oophorectomy ('oophorectomy done on (B)(6) 2017'), device dislocation ('migration') and pelvic abscess ('uncomplicated pelvic abscess') in an adult female patient who had essure (batch no. 20210350, 20224430) inserted for female sterilization. The patient's medical history included urination difficulty, abdominal hysterectomy, multi gravida, parity 4 and endometrial ablation. Concurrent conditions included uterine bleeding, pelvic abscess and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo-oophorectomy (bilateral)). At the time of the report, the uterine perforation, oophorectomy, device dislocation and pelvic abscess outcome was unknown. The reporter considered device dislocation, oophorectomy, pelvic abscess and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: findings on the right side are felt to be consistent with adequate placement of the micro-insert and adequate occlusion of the tube. On the left side there appears to be suboptimal positioning of the micro-insert and there is no occlusion of the tube. Findings were discussed with the referring physician.. Lot number:20210350 manufacturing date:2009/09 expiration date:2012/09 . Lot number:20224430 manufacturing date:2009/11 expiration date:2012/11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation of uterus'), oophorectomy ('oophorectomy done on (B)(6) 2017'), device dislocation ('migration') and pelvic abscess ('uncomplicated pelvic abscess') in an adult female patient who had essure (batch no. 20210350, 20224430) inserted for female sterilization. The patient's medical history included urination difficulty, abdominal hysterectomy, multi gravida, parity 4 and endometrial ablation. Concurrent conditions included uterine bleeding, pelvic abscess and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo-oophorectomy (bilateral)). At the time of the report, the uterine perforation, oophorectomy, device dislocation and pelvic abscess outcome was unknown. The reporter considered device dislocation, oophorectomy, pelvic abscess and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: findings on the right side are felt to be consistent with adequate placement of the micro-insert and adequate occlusion of the tube. On the left side there appears to be suboptimal positioning of the micro-insert and there is no occlusion of the tube. Findings were discussed with the referring physician.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Processed with fu. No. 01. Lot number was added. Removal was added. Perviously added event perforation nos was updated to uterine perforation. Reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), oophorectomy ('oophorectomy done on (B)(6) 2017') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). At the time of the report, the perforation, oophorectomy and device dislocation outcome was unknown. The reporter considered device dislocation, oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.